Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information be provided from product investigation this report will be updated at that time.

Event description:
It was reported that this lead exhibited abnormal impedance measurements at initial implant. The cause for the abnormal measurements was not conclusively determined. No adverse patient effects were reported.